Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder needle broke after re-collection. No patient/user were impacted. The following information was provided by the initial reporter. The customer stated: this is a complaint about blood adhered to the holder, broken needle. According to the customer report blood adhered to the holder during blood collection, broken needle after collection.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 20-nov-2023. H.6. Investigation summary: bd received 1 sample and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure modes for sleeve leakage and cannula hub breakage were observed. The customer sample was evaluated by visual examination and the indicated failure modes for sleeve leakage and cannula hub breakage with the incident lot were observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each used to draw 6 vacutainer tubes, and the issues of sleeve leakage and cannula hub breakage were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes sleeve leakage and cannula hub breakage . Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder needle broke after re-collection. No patient/user were impacted. The following information was provided by the initial reporter. The customer stated: this is a complaint about blood adhered to the holder, broken needle. According to the customer report blood adhered to the holder during blood collection, broken needle after collection.